Event description:
It was reported that during implant, high pacing impedance was noted because the atrial lead would not fit into the implantable cardioverter defibrillator (ICD) port. The physician elected to complete the procedure with a new ICD. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The reported complaint of header anomaly was confirmed. Final analysis found the atrial ring spring was dislodged and pushed into the atrial lead bore. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No other anomalies were detected.